Event description:
Pt info: unknown. Procedure: laparoscopic cholecystectomy. Reportedly, the plastic sheath covering the sleeve broke off falling into the surgical cavity. No additional info available.